Event description:
(B)(4). Cramping in uterus ovaries and fallopian tubes. Back pain. Migraines. Forgetfulness. Mood swings. Extremely heavy menstrual cycles that cause vomiting and lethargy. Numbness and tingling in lower back and hips. Painful intercourse. Bloating weight gain and "pregnancy belly".